Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the three sutures were coming off the needle and keeps breaking off the needle. There was no patient involvement.